Event description:
It was reported that during a stent procedure using the kissing balloon technique that two unmounted megalink stents were mounted on another co's balloons to treat the predilated right internal and right external iliac artery. Because of an apparent rupture in one of the balloons only one megalink was implanted, the other was removed without incident. Another company's stent was implanted in place of the removed delivery system. The pt began to exhibit an adverse reaction after three minutes and subsequently expired as a result of a dissection proximal to the competitor's stent. This MDR is being conservatively filed due to the pt's death. The causation between the megalink and the pt's death cannot be established.